Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable dysphotopsias and ring distortion that impaired safe driving and quality of life. The lens was exchanged for another lens model 09 months 05 days following the initial procedure. Clinical reason for explant was mentioned as patient non adapt after 9 months. Additional information was received, there was no harm to the patient.